Event description:
The complainant reported a patient undergoing cardiac surgery was implanted with an impella cp device for mechanical circulatory support. While on support, patient developed hematoma and swelling above the impella access site was noted. The physician was at the bedside and noted that the hematoma was growing in size at the impella access site. The decision was made to rapidly wean the impella due to suspected bleed from impella insertion site. Two units of packed red blood cells were given to the patient. Continuous ooze noted from impella site despite forward tension dressing and the impella was explanted and the previously deployed perclose sutures were tightened and manual pressure was held for 15 minutes.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿assess access site for bleeding and hematoma.¿ ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury¿ this report is being filed as part of a retrospective review of historical records.

Manufacturer narrative:
Section d6a / d6b: implant and explant dates added. This complaint has been identified as part of a retrospective review. Due to the limited clinical information and lack of available data/product the root cause of this investigation is not determined.